Event description:
It is reported that the universal key chuck attachment w/ key 1000 rpm had corrosion noted at the connection point. There was no patient harm; however, there was a delay in surgery for approximately 5 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.